Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely this phenomenon occurred because the cable was broken and the communication between the processor and the camera head was unable to be conducted. It is considered that the cable was broken by user's handling. The following statements are in the instructions for use which can prevent the event: "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed due to a shortage on the cable. A shortage was also noted in the electrical system. The instruction manual provides the warnings below to mitigate damage to the cable. Important information ¿ please read before use ch-s400-xz-ea operation manual 9 caution: do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that when the camera head was plugged in color bars were displayed. However, when it was power cycled the image was completely black with no errors observed. The device contacts were cleaned the and the issue persists with the camera head. It was reported that the issue follows the camera head as the other camera heads work on this tower. There was no patient involvement reported. In addition, the user facility reported that it is unknown if the device was tested prior to being reprocessed and used.